Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller initially reported receiving a scan of 28 mg/dl on the adc freestyle libre 2 sensor followed by a ¿replace sensor¿ message. As a result of the error message, the customer experienced a symptom of trembling in the hands and legs and required third-party treatment of juice and sugar water. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A caller initially reported receiving a scan of 28 mg/dl on the adc freestyle libre 2 sensor followed by a ¿replace sensor¿ message. As a result of the error message, the customer experienced a symptom of trembling in the hands and legs and required third-party treatment of juice and sugar water. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller initially reported receiving a scan of 28 mg/dl on the adc freestyle libre 2 sensor followed by a ¿replace sensor¿ message. As a result of the error message, the customer experienced a symptom of trembling in the hands and legs and required third-party treatment of juice and sugar water. No further information was reported. There was no report of death or permanent impairment associated with this event.